Event description:
Monopolar reusable cord burnt in half during procedure. Spark arced at end by connector to bovie. Cord and adapter removed from field. No spark was noted on sterile field. No adverse pt outcome.